Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The condition of the returned catheter sample confirmed the alleged expansion issue. The silicone brake of the inner catheter which is under the stent was found shifted to distal which indicated that the stent adhered to the brake leading to break away and shifting upon removal. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant labeling for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 07/2022),g4. H11: h6(result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during stent placement procedure in the iliac vein, the stent end did not correctly expand during deployment. The stent finally deployed by twisting the catheter. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during stent placement procedure, the device allegedly got stuck during deployment. There was no reported patient injury.